Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). The pump was tested three times for volumetric accuracy with a rate of (B)(4) and a volume to be infused (B)(4) with results as follows: 1st test: (B)(4); 2nd test: (B)(4); 3rd test: (B)(4). The pump performed within specifications. In a follow up call to the facility, the reporter stated that the incident occurred a week and a half ago from today's date ((B)(6) 2013). The reporter stated that the pump was set to infuse around 275 ml at a rate of 275 ml/h. She also confirmed that no adverse reactions occurred as a result of the incident. The pump's operational log was reviewed. The last day of operation in the log prior to the pump being returned was (B)(6) 2013. Log shows no rate of 275 ml/h was set a week and a half prior to (B)(6) 2013. On (B)(6) 2013 at 7:26:20 pm, the pump was turned on. New therapy was selected. A new vtbi (volume to be infused) was set to 10 ml at a new rate of 600 ml/h. The infusion was started at 7:28:52 pm. The infusion was stopped at 7:29:52 pm when the vtbi completed and the pump automatically went into kvo (keep vein open) mode. A total of 10 ml was infused, or 100% of expected volume. At 7:29:56 pm, the kvo mode was turned off. At 7:30:08 pm, a new vtbi was set to 10 ml with a new rate of 200 ml/hr. At 7:30:16 pm, the pump was started. The vtbi was done at 7:33:16 pm and the pump automatically went into kvo mode. A total of 10 ml was infused or 100% of expected volume. At 7:34:08 pm, the kvo mode was turned off. At 7:34:46 pm, a new vtbi was set to 250 ml with a new rate of 250 ml/h. At 7:37:25 pm, a new vtbi was set to 40 ml with a new rate of 1200 ml/h. At 7:37:40 pm, the pump was started. The infusion was stopped when vtbi was done at 7:39:40 pm and the pump automatically went into kvo mode. A total of 40 ml was infused or 100% of expected volume. The kvo mode was turned off at 7:39:51 pm. At 7:40:11 pm, a new vtbi was set to 20 ml. At 7:40:12 pm, the pump was started with the same rate of 1200 ml/h. The vtbi was done at 7:41:12 pm, when the pump automatically went into kvo mode. A total of 20 ml was infused or 100% of expected volume. The kvo mode was turned off at 7:41:22 pm. At 7:41:39 pm, a new vtbi was set to 15 ml. At 7:41:40 pm, the pump was started at the same rate of 1200 ml/h. The infusion was stopped when an air bubble alarm occurred at 7:42:12 pm. A total of 10.69 ml was infused or 100% of expected volume. The alarm was confirmed at 7:42:14 pm. At 7:42:15 pm, the pump was disconnected from patient and started purging. After this point, no infusion activity was showed in the logs and the pump remained not being used for the rest of the day. The pump was turned off at 7:57:26 pm. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.